Event description:
Implanted collamer plate lens in the pt's right eye but removed it for a three piece lens. The surgeon changed his mind and it was stated by the facility that there was no malfunction of the lens. The lens was removed with no incision enlargement or injury. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.